Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 28 mg/dl. Found that the customer may have given himself too much insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.